Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic, it was noted that the patient received inappropriate shock for ventricular fibrillation and atrial fibrillation with rapid ventricular response. There was also an alert of long charge time and the longevity estimate was longer than the previous interrogation, which indicated less than three months to elective replacement indicator. Patient was in stable condition. No intervention was reported.